Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0vf1m, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0vf1m, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care provider (hcp) reported that the patient was in rehabilitation, they were not unresponsive, but they "apparently had some brain damage of some sort." The patient's ultimate outcome remained unknown; "...I don't know it's going to be a long haul." If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had a severe infection that developed in their brain. The patient was currently unresponsive. The cause of the infection was unknown. The patient was admitted, their leads were removed, and they were treated for infection. The issue was not resolved at the time of this report and the patient was alive with injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.